Event description:
The customer reported a front panel button was not functioning. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported a front panel button was not functioning. There was no report of adverse patient impact. The device was evaluated locally by philips. Replacing the front bezel resolved the issue.